Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured. With approximately five minutes left for therapy, the patient identified that the bladder had ruptured and the remaining 10ml of solution spilled into the housing. The intermate had been filled with 1000mg teicoplanin and 250ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed. The photo shows liquid inside the device housing, located at the lower area of the device housing which suggests possible leakage. However, the photo did not show clear evidence of rupture on the bladder. Therefore, the reported rupture problem could not be objectively confirmed via the photo. The condition of leak was verified and the product was found to be non-conforming. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.